Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump was monitored and no blank display was noted. The pump was received with minor scratches on the display window, broken battery tube threads, and a broken reservoir tube lip. The test reservoir did not lock properly inside the reservoir tube. The pump was received with a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and damage. Customer's blood glucose at time of incident was unknown. Customer was explained the possible causes of blank display. Customer does not call back after receiving a new battery cap. Customer stated they have multiple cracks/pieces missing from battery and reservoir compartment. Customer insulin pump was not dropped or bumped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.